Event description:
After crossing an lad lesion with the cypher select plus sds, the physician could not inflate the unit, as a crack was noted in the hub of the sds. Another cypher select plus was able to be used successfully. There was no report of patient injury. The product is reported to be available for evaluation and test: however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.